Event description:
The patient reported their receiver site looks like it did not heal or it is infected. As of (B)(6) 2025, the patient was not using the device and will be seen in the clinic. Additional information was received on june 10, 2025. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2025.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with an antiseptic solution, and multiple tunneling attempts have been ruled out as potential causes. However, the wound was closed using staples which is non-compliant to the IFU. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 7 "close the incisions using sterile skin closures and apply dressings. Closures are usually done in two steps, with absorbable sutures for the deeper layer and either nonabsorbable or absorbable sutures for the superficial layer." Additionally, the patient is a poor surgical risk as they have had several infections and been hospitalized. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: -non-compliance to the IFU as the surgical site was closed with staples (user error-clinician). -patient is a poor candidate due to health, weight, age, or mental capacity as they are a poor surgical risk (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.